Manufacturer narrative:
This report is submitted on january 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and nausea with device use subsequently the patient was administered steroids (date and type not reported).